Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that on (B)(6) 2020 the patient stated severe urgency and they were not always able to make it to the bathroom in time. They have about 4 episodes of urgency per day. They void every 2-3 hours during the daytime and awakens with urgency 2-3 times each night. They also complain of stress incontinence that only occurs when they were squatting and standing. This also occurred several times a day when picking something up from the floor or picking up a child. On (B)(6) 2020 they continued to have urgency with incontinence and had botox to the bladder on (B)(6) 2020. They had relief from symptoms for about a week after the procedure but now they started to leak again. They continued to have incontinence episodes about 3 times a day. They void every 2.5 hours during the day and 2-3 times a night. The event was due to programming. Testing showed normal bladder capacity with no evidence of sui, no evidence of do, voids at low pressures. There was no evidence ofvesicoureteral reflux. Medications were administered on (B)(6) 2020. The event is ongoing. No patient complications were reported as a result of this event. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received on (B)(6) 2020 from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): it stated that on (B)(6) 2020 during an unscheduled clinic visit patient stats severe urgency and is not always able to make it to the bathroom in time. She has about 4 episodes of urgency per day. She voids every 2-3 hours during the daytime and awakens with urgency 2-3 times each night. She also complains of stress incontinence that only occurs when she is squatting and standing, but this occurs several times a day when picking something up from the floor or picking up a child. (B)(6) 2020:she continued to have urgency with uui and is s/p botox to the bladder on (B)(6) 2020. She had relief from symptoms for about 1 week after the procedure but now has started to leak again. She will have incontinence episodes about 3 per day. She voids every 2.5 hrs during the day and 2-3. No further complications noted or anticipated additional information was received on 2021-feb-26 from a healthcare provider (hcp) regarding a patient in a clinical study (sdy). It stated that the patient reported an "urgency date of test" on (B)(6) 2021. On that date they also reported their device had not worked well since the beginning. They had stopped it for two weeks and restarted it. They had tried all setting and never had anything work longer than a couple weeks. Additional information was received on 2021-05-12 from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): it stated that the cause was unknown and there was no device issue it was lack of efficacy. No further complications were reported/anticipated at this time. Additional information received on 2021-oct-25 from healthcare provider stated that the battery and lead were explanted and replaced on (B)(6) 2021. It was indicated that it was not due to programming. Specify final programming date with data uploaded was on (B)(6) 2021.the implant was turned off and no plans to turn back on. The event resulted in unscheduled clinic or office visit. The issue was unresolved with no further action planned.